Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned, analyzed, and no anomalies were found. (B)(4).

Event description:
It was reported that pre-op the new device was found to be at rrt (recommended replacement time). The device was not used. No patient complications have been reported as a result of this event.